Manufacturer narrative:
No defect has been identified on the returned sample regarding the involved connection during our technical investigation. The review of the prismaflex m100 set device history record for lot number 13g2208g shows that no manufacturing anomaly was recorded regarding this lot number. The complaint history files show one similar complaint reported from the same clinic regarding this lot number, however this similar complaint was not associated with any serious injury. No prismaflex control unit malfunction was suspected by the customer. The prismaflex control unit has been in use when restarting the treatment and operating as intended, causality with prismaflex control unit is consequently ruled out. The root cause of the reported event remains unknown and we have no indication of a general failure on this lot number.

Event description:
A patient in (B)(6) was undergoing crrt on a prismaflex machine with a prismaflex m100 set. Approximately six hours into treatment, the venous return line became disconnected from the catheter when the patient was being transferred from the bed to the chair. Apparently, the nurse was holding the lines during the transfer and the disconnection occurred. The prismaflex control unit generated the 'cannot detect return pressure' alarm. Treatment was discontinued and then resumed with a new prismaflex set on the same prismaflex control unit. It is not known if the blood was returned to the patient or if there was any blood loss to the patient. The patient did not require any medical intervention as a result of the potential blood loss.